Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and power sources. In addition, the pump battery dropped from 80% to 20% after being connected to a power source. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.